Event description:
The event was reported via the aaa study, a (B)(6) male patient with a past medical history of hypertension, chronic obstructive pulmonary disease (copd), and smoking (previous) underwent endovascular coil embolization of an infrarenal 48mm abdominal aortic aneurysm (aaa) and experienced an endoleak (type unknown) 362 days after the procedure. The procedure was an initial abdominal endovascular aneurysm repair (evar) of aaa. The etiology of the aaa was atherosclerosis. Stent graft used was the afx endovascular aaa system. A total of three spectra deltafill18 (cerenovus) coils: one (1) 6mm x 25cm deltafill 18 (dlf180625 / lot# unknown) and two (2) 5mm x 20cm deltafill 18 (dlf180520 / lot# unknown) were implanted at the lumbar artery. There were reportedly no procedural complications. The coil embolization was considered successful. Fluoroscopy time was 56 minutes. The patient was hospitalized nine days. The coils remain implanted and are thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event/study is not known. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter name and email address are not available / reported. The initial reporter phone: (B)(6). Initial reporter address line 1: (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. Conclusion: the event was reported via the aaa study, a (B)(6) male patient with a past medical history of hypertension, chronic obstructive pulmonary disease (copd), and smoking (previous) underwent endovascular coil embolization of an infrarenal 48mm abdominal aortic aneurysm (aaa) and experienced an endoleak (type unknown) 362 days after the procedure. The procedure was an initial abdominal endovascular aneurysm repair (evar) of aaa. The etiology of the aaa was atherosclerosis. Stent graft used was the afx endovascular aaa system. A total of three spectra deltafill18 (cerenovus) coils: one (1) 6mm x 25cm deltafill 18 (dlf180625 / lot# unknown) and two (2) 5mm x 20cm deltafill 18 (dlf180520 / lot# unknown) were implanted at the lumbar artery. There were reportedly no procedural complications. The coil embolization was considered successful. Fluoroscopy time was 56 minutes. The patient was hospitalized nine days. The coils remain implanted and are thus not available for evaluation. No further information was provided. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Information regarding the type of the endoleak and if there was target vessel involvement is currently unknown. Since this condition may require additional intervention or retreatment or can be reasonably expected to result in medical or surgical intervention, including hospitalization, and the relationship of the coils to the event cannot be excluded at this time. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00762 and 3008114965-2021-00764. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.